Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; reportedly, the customer administered a manual injection to address elevated bg level.